Event description:
Consumer called to report comparing high and low readings with their plink meter readings. Analysis run on clark error grid using mean average reading (335) as ref. Point vs. Bd readings of 500, 169 yielded data points in the c/d zone of the grid, outside of acceptable limits.